Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that the programmer exhibited an incorrect longevity estimate because of a battery longevity calculation overestimation. No patient complications have been reported as a result of this event. No patient consequences were reported.